Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was accidental blow to the head; the customer fell down the stairs and hit her head. The caller stated that they are unsure what caused the fall; it could be a seizure. Also, the customer had a broken knee and walked with a cane. She was starting to have neuropathy in her feet, had heart disease, had a stent put in, and had a stroke a long time ago. The caller did not know the customer's blood glucose at the time of death. The caller did not know whether the customer was wearing the insulin pump at the time of death or not, but, she stated that she was certain that the customer was wearing the insulin pump. The caller was unsure whether the customer used sensors or not and if one was worn at the time of death or not. The caller does not have the customer's insulin pump. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.